Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient felt the generator ¿move¿ while lifting tile, which caused pain at the generator site and worsening lower urinary tract symptoms. It was noted that the event was possibly related to the device or therapy and not related to the implant procedure. Interventions taken included reprogramming the neurostimulator on (B)(6) 2019 and explanting and replacing the neurostimulator. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2019. No further complications were reported/anticipated.